Event description:
Subsequent to the initially filed report, the following information was received: the stent did not dislodge after use as originally reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties to be related to circumstances of the procedure as it is likely the device interacted with the tortuous and calcified vessel during advancement causing the reported failure to advance and subsequent shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: device code 2923 removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily tortuous, heavily calcified right coronary artery. A 2.5x23mm xience xpedition stent delivery system (sds) was advanced but failed to cross due to the anatomy. After removal, the distal shaft was noted to be separated, and the stent dislodged from the sds outside the anatomy. It was confirmed that no portion of the device was left in the patient. A 2.25x23mm xience xpedition stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.